Manufacturer narrative:
Product complaint: (B)(4). Investigation summary:this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Legal claim alleges the patient is seeking compensation due to failure of his hip implant. Doi: unk - dor: unk. Update - (B)(6) 2012: litigation alleges that the patient is permanently harmed by severe metal poisoning and metallosis from the metal debris of his asr right hip implant. Litigation further alleges that the patient continues to suffer from additional damage to the tissue and bone around his hip area. There is no new information that would change the outcome of the investigation. Unknown acetabular cup and femoral head added. Doi: (B)(6) 2009 dor: none indicated (right hip). Patient is a resident of (B)(6). Update - ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update (B)(6) 2018. Additional information received. Asr litigation received. In addition to what was previously alleged, litigation alleges pain and injury.